Event description:
On (B)(6) 2012, a spontaneous report was received from a physician assistant (pa-c) via fax regarding a (B)(6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). On (B)(6) 2012, additional info was received from the pa-c. Based on the info received, the case was upgraded due to unexpected severity. Medical history, pt skin type, and concomitant medications were not reported. The pt received an injection of perlane (volume injected not reported) from a cannula on (B)(6) 2012 to an unspecified site. Pre-procedure medications and additional procedures performed at the time of the implantation were not reported. On an unspecified date in 2012, after the implantation, the pt experienced delayed onset of fluctuating facial swelling and tenderness. The pt had been on 2 courses of cipro (ciprofloxacin) with no improvement. The pt's swelling and pain waxed and waned and switched sides. As of (B)(6) 2012, the maximum interval of a symptom-free period was 2 weeks. The lot number and expiration date for the perlane were not reported. On (B)(6) 2012, additional info was received from the pa-c. Based on the info received, the product was confirmed a perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine), not perlane as was previously reported. The following events were added: implant site haematoma, dysgeusia, and implant site calcification. The pt was further identified as (B)(6). Medical history included previous injection of radiesse (synthetic calcium hydroxylapatite dermal filler) on (B)(6) 2011 in the cheeks without problems, previous injection of restylane (cross-linked hyaluronic acid dermal filler) from a cannula on (B)(6) 2012 without problems, acne (also reported as "acne prone"), unspecified obstetric/gynecologic issues with her first daughter, and cysts. The pt's skin type was fitzpatrick iii. The pt was not taking any concomitant medications. The pt received an injection perlane-l from two 1 cc syringes which was distributed as about 0.5 ml to each cheek and 0.5 ml to each nasolabial fold via cannula on (B)(6) 2012. The pt did not receive any pre-procedure medications. Additional procedures performed at time of the implantation included "hair laser" to the upper lip and a 1 ml injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) (lot number 11257 and expiration date 07/2013) to the oral commissure and nasolabial fold. On an unspecified date in (B)(6) 2012, after the implantation of perlane-l, the pt initially complained of swelling and bruising which lasted for 3 to 4 days. On (B)(6) 2012, the pt called the pa-c and reported that she had left cheek swelling. The pt had doxycycline at home and was instructed to "just take that," on (B)(6) 2012, the pt was evaluated for the left cheek swelling and was instructed to continue the doxycycline. On (B)(6) 2012, the pt was evaluated for right cheek and jaw-line swelling and prescribed ciprofloxacin. The pt had a history of acne and cysts and the pa-c believed that the pt's swelling could have been related to that. The pa-c diagnosed the pt with a delayed hypersensitivity reaction and/or a possible infection from "cannula contamination versus filler or something else." On "around" (B)(6) 2012, the pt developed a funny taste in her mouth and was instructed to see a different provider. On an unspecified date in (B)(6) 2012 (reported as "the beginning of (B)(6) 2012" and also reported as "may have been (B)(6) 2012"), the pt went to an ER. A computed tomography (CT) scan was performed which showed calcification around the filler. The pt was placed on a medrol dosepak (methylprednisolone) and more ciprofloxacin. The pt went for 2 to 3 weeks with no swelling. On an unspecified date in (B)(6) 2012 (reported as "last week", as of the date of the report), the pt again developed left cheek swelling. On (B)(6) 2012, the pt was prescribed clarithromycin and was recommended to see a different dermatologist. On (B)(6) 2012, the pt was evaluated, a biopsy was performed, and a tissue culture (site not specified) was obtained. As of (B)(6) 2012, the pt's symptoms were ongoing and the tissue culture results were pending. The pa-c's opinion of causality was reported as "the treatment did cause the reported event, whether it was the cannula or the filler or something else." The pa-c assessed the severity of the events were severe. The lot number and expiration date for both syringes of perlane-l were 11240 and 06/2013, respectively.